Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an image fault-no image. During the repair process, there was white foreign material contamination evident in the auxiliary channel, there was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was confirmed. The following findings were also noted during device evaluation: light cover glasses are chipped, and adhesive worn, optical cover glass chipped, and adhesive worn, distal end cap worn, distal end adhesive worn, insertion tube had mechanical damage, control body - aspiration housing colored ring worn, image - illumination l uneven illumination, up/left/right angle not to specification, up/down/left/right angle play-play evident, electrical safety test not to specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.